Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire came out of the sensor pod during deployment when the collar was pulled up on. No additional event or patient information is available.